Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed (B)(6) 2016 for a proximal humorous fracture; original implant date is unknown. A piece of the spare reamer tube broke off in the patient¿s bone and was unable to be retrieved. The surgeon did attempt to retrieve the piece but it was too far in. This resulted in a fifteen (15) minute delay in the surgery. The surgery was successful and the patient was stable. There was one (1) plate and thirteen (13) screws explanted and revised with a longer plate and twelve (12) screws. This report is to capture the intra-operative event that occurred during the revision procedure. The need for the revision procedure is being captured under linked complaint (B)(4). Concomitant devices reported: hollow reamer (part 309.035, lot 2580367, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) hollow reamer complete (part: 309.035 / lot: unknown) was returned for investigation. The device was received assembled together with subcomponents 309.36, 309.370, and 309.038. Two (2) of the distal cutting teeth are broken off from component 309.038 (spare reamer tube) and were not returned. As a whole, the device is significantly scratched and marred with what appears to be rust/corrosion in numerous locations. The coupling is also gouged in a few locations. The root cause of the complaint condition is unknown. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. The assembled device is composed of three (3) separate components and aids in the removal of 2.7mm screws during implant extraction. The device is part of the screw removal set; its recommended usage is outlined in the applicable technique guide. The relevant drawings for the device(s) were reviewed with no issues or discrepancies noted. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: the assembled device was returned with completed part number 309.035. This complete device is made up of three (3) different subcomponents. Of those three (3), the teeth on one (part 309.038) are broken. Therefore, the other two components of the assembled device would be considered concomitant. Concomitant device(s) reported: spare centering pin (part 309.370 / lot unknown / quantity unknown) and handle (part 309.36 / lot unknown).